Manufacturer narrative:
Blood loss is not listed in the instructions for use. Device code: leaks are not listed in the instructions for use. No product was returned to assist in the investigation. Per specifications, a leak test is performed by the quality control department. Although these devices are 100% tested for leakage in production by quality control, loss of hemostasis was experienced by the customer. W/o the subject device being returned for eval, it is difficult to determine with certainty why the failure occurred; however, we continue to monitor complaints for this failure mode. The appropriate internal personnel have been notified and we continue to monitor complaints for similar occurrences. Quality engineering created a risk assessment for this failure mode and product family and concluded the risk to the pt remains at an acceptable level with the addition of this complaint.

Event description:
During stent graft placement for aaa repair, a sheath was inserted. However, blood leaked from the hemostatic valve severely. Another sheath was used as a replacement. No adverse effect on the pt.